Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, on (B)(6) 2017, it was noted that the triple lumen polyurethane central venous catheter was leaking. The catheter had previously been placed on (B)(6) 2017. The dressing of the central venous line was being changed during a night shift, and the night nurse discovered the lipids leaking at the insertion site of the device. The central venous line was subsequently removed. The circumstances surrounding the usage, handling, and placement of the device leading up to the observed leak were not reported. The product has been received for evaluation; however, as of the date of this report, the investigation is still in process.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: date of event. Investigation - evaluation. A review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. A 5fr device was returned in the used condition. There were no cracks or fractures observed on the catheter shaft or extension tubes. No damage was observed anywhere on the device. The device was leak tested, and no leaks could be produced in the catheter shaft or any of the extension tubes. The leak test was repeated, again, without identifying any leaks. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each catheter is 100% inspected and verified prior to release. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, examination and testing of the returned product, and the results of our investigation; the reported failure may be related to the dressing change causing the tip position to move, however, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.